Event description:
Customer reports that there is a disconnect of tubing at the top of the burette where it connects to the spike set. Customer is not sure how long the set was hanging before the separation was discovered; no other details of incident available. No patient harm reported.

Manufacturer narrative:
(B) (4). (B) (4). Product return is not expected; customer's corporate policy prohibits releasing product that has been involved in a patient incident. This report was filed by the manufacturer.